Manufacturer narrative:
Result: spring spacer.

Event description:
It was reported by service report that the right side rail will not stay locked in the up position. No pt involvement or adverse consequences are reported.